Manufacturer narrative:
Batch review performed on 17 july 2018: lot 174465: (B)(4) items manufactured and released on 02 november 2017. Expiration date: 2022-10-23 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by washing and packaging manager on 16 july 2018 from the picture it is possible notice the presence of a hair. The hair is between the mousse and the tyvek, due to the position it is not possible see it during the double check performed during external packaging phase. It is possible that during the packaging phase in cleanroom, a hair fell into the packaging. After the manufacturing of this lot, new equipment as new cleanroom suit were introduced and new cleaning method were introduced in order to prevent this kind of contamination. However, the packaging was received opened from the hospital, so it is not possible to be 100% sure that the event occurred during packaging process.

Event description:
Before the sterile cup was opened, the medical staff found a hair inside the blister. The operation was carried out with the same cup size, different lot.